Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Reportedly, the device was removed against resistance. It should be noted that the prostyle instructions for use (IFU), states: excessive force used to advance or torque the perclose prostyle device should be avoided, as this may lead to significant vessel damage and/ or breakage of the device, which may necessitate intervention and/ or surgical removal of the device and vessel repair. It is unknown if the reported IFU violation contributed to the reported difficulty the investigation was unable to determine a conclusive cause for the reported difficulties; however, the subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional prostyle device referenced is filed under a separate medwatch report number.

Event description:
It was reported this was an arteriotomy closure of the right common femoral artery using the pre-close technique via a 7f sheath hole prior to a stent graft treatment interventional procedure. Reportedly, a cuff miss occurred with the first prostyle device. An attempt was made with a second prostyle device; however, it met resistance during removal. Some force was used to remove the prostyle device from the patient anatomy and a suture break occurred. The sutures of two new prostyle devices were successfully pre-placed. The sheath was upsized to a 9f. The stent graft treatment interventional procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.